Event description:
It was reported that a 100ml bag had particulate matter inside. The bag contained ifosfamide. There was no patient involvement. Additional information was requested and is not available. This is medical device report 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the sample for evaluation. Visual and microscopic inspection did not identify any particles in the sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.